Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the set screw coupling did not open all the way to be able to accept a blade device. Therefore, the reported condition was confirmed. It was noted device was corroded internally and the bearings and o-rings were damaged. The assignable root cause was determined to due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection, it was observed that when the knob was turned to the lock position on the attachment device, it spun loose when the saw was in use and did not hold. It was further reported that the user was unable to open up the device all the way to insert the saw blade device. It was reported that the event was not related to surgery. There were no delays to a surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.